Manufacturer narrative:
(B)(4). Eval results: stent thrombosis, revascularization. Sung soo kim et al. "Sequential development of cardiac tamponade and subacute stent thrombosis after primary percutaneous coronary intervention for acute st-segment elevation myocardial infarction: a case report" journal of cardiology cases (2010) 1, e75-e79.

Event description:
A pt underwent successful percutaneous coronary intervention (pci) of the left anterior descending coronary artery (lad). Balloon angioplasty was performed followed by deployment of an endeavor rx drug-eluting stent. Residual thrombosis remained and additional balloon dilation was performed. Final cag showed thrombolysis in myocardial infarction iii antegrade flow but residual stenosis distal to the stent. Five hours post index procedure pt developed cold sweating and went into a stupor. A repeat emergent angiography (cag) was done. The cag showed a patent stent in the middle lad. Emergent pericardiocentesis was performed and pt's blood pressure returned to normal. Seven days later, the pt presented to the emergency dept with continuous chest pain. Emergent cag showed total occlusion of the lad due to subacute stent thrombosis. The pt was successfully treated with balloon angioplasty. At 9 month follow-up, cag showed a good flow without residual stenosis across the stented segment. No clinical sequelae were reported. Review of angiogram images: chronic total occlusion (cto) of the lad has been identified in the images provided.